Event description:
The user facility reported via medwatch mw5173427 that, "during procedure the padlock clip device was correctly placed on the endoscope. At the moment of release, the handle makes a 'click' sound, but the clip is not released. It was necessary to remove the endoscope, put it in another device, and start again."

Manufacturer narrative:
The medwatch report did not provide an initial reporter contact, a user facility name, user facility contact name or address. Steris is unable to contact the user facility to obtain additional information regarding the reported event. As steris is unable to obtain additional information from the user facility and the device subject of the reported event cannot be returned for evaluation, a cause cannot be determined. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.